Manufacturer narrative:
Other applicable component is: product ID: neu_unknown_lead, lot# unknown, product type: lead. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was migration of an electrode. It's unclear if the same electrode migrated twice or if two different electrodes migrated. Additional information was requested to clarify the event. A supplemental will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The migration of electrode was the reason for an operation.